Event description:
New information noted that the atrial lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead was undersensing. Lead had also a history of low impedance. The patient was asymptomatic and would be monitored. No intervention was performed or planned.

Manufacturer narrative:
Should have mentioned programming changes that occured at the time of event.

Event description:
New information noted that the implantable cardioverter defibrillator was set to vvi to resolve impedance issue. This was performed in 2017 when impedance issue was originally noticed.